Manufacturer narrative:
An exchange was attempted to switch to the mlc. An external interlock (couch out of bounds) was triggered when the robot was ~5mm from the pickup position. The interlock immediately stopped robot motion and the engagement of pneumatics which resulted in partial engagement of the mlc. The user attempted to manually drive the robot to the perch position when the mlc fell onto the xchange table. It was determined that the couch was incorrectly causing out of bounds errors in the center of its range. The dual module controller (dmc) was replaced and the system is being monitored. A fix is being investigated for a future software release.

Event description:
It was reported that an mlc (multi-leaf collimator) fell onto the xchange table. There was no injury reported.